Manufacturer narrative:
Concomitant medical products: d334drg ICD, implant date (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had a coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.